Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: cardiac arrest / cardiac tamponade requiring medical intervention. Device issue: none. It was reported that a whisper ms guide wire was used in the procedure. The immediate result was good; however, after one hour, arrest of circulation occurred. Cardiac tamponade was discovered and was drained percutaneously. For other reasons, the patient had two arrests of circulation and is still in the hospital under artificial ventilation. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information. Vessel trauma is a potential hazard described in the instructions for use (IFU) and is not generally associated with a guide wire quality issue. A perforation would typically be related to circumstances in the procedure such as anatomy, morphology and physician technique. Moving the guide wire against resistance would be required to perforate and the IFU warns not to move the guide wire against resistance. There is no indication of a quality issue associated with the perforation; therefore, no manufacturing related root cause can be determined.